Event description:
The facility reports the patient was being transferred from the chair to the bed. The sling disconnected at the right hand shoulder clip, causing the resident to fall to the floor. The chair broke the fall. The resident's death was certified as left lower lobe pneumonia. It is not clear if this event contributed to death.